Manufacturer narrative:
The astral device was returned to resmed and an extensive engineering investigation was performed. Performance testing could not reproduce the reported inoperable display screen. Review of the device logs revealed the occurrences of an alarm indicating battery communication loss and a system fault error message (sf 218). Based on previous investigations of similar complaints and all available evidence, the investigation determined that the reported event and alarms were most likely due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was evaluated by resmed technical service in (B)(6). Evaluation of the device was not able to duplicate the reported issue. The device was operating normally, however, the touch screen was replaced as a precautious measure. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed (B)(4) that an astral device had an inoperable display screen. There was no patient injury reported as a result of this incident.